Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a double beep no cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing top rear label. During functional check, the reported complaint was duplicated. Found high pressure multiple messages in the event history log that could cause continuous alarms. Root cause was found to be a defective downstream occlusion sensor. Replaced the downstream occlusion sensor.